Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump jammed and was unable to get any forward flow. The user also observed an "overspeed" error message. Not other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.